Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch up cable broken at the distal clevis hub causing cables to be loose on one side. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist are not damaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch up cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a loose cable was identified on the prograsp forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury or reports of fragments falling into a patient.